Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer inserted the needle into the cartridge septum. Upon removing the syringe from the cartridge, the customer noticed a piece of the cartridge septum floating in the syringe. There was no impact to the customers blood glucose level. The customer was able to use a new syringe and complete the load successful.